Event description:
Initial complaint description stated that "the tip detached and is lodged in the lung of a patient." Follow up description stated that "..implanting a crt-d device in a patient at baylor heart & vascular hospital in dallas, tx. A pressure products csg worley catheter was utilized during the case in an attempt to pass a medtronic french single coil lead into the coronary sinus. The catheter was introduced into the vasculature via the right subclavian vein over the matching dilator and a .035" guidewire. Upon entry into the right atrium, the dilator was removed. During dilator removal, the radiopaque tip of the worley catheter separated from the catheter body and traveled through the pulmonary artery and presumably into the lung".

Manufacturer narrative:
The actual device was not available for eval at the time of this report. The DHR for the lot was reviewed and indicated that proper materials and processes were used to produce the unit. No excursions were noted. Analysis was performed on retained units from the identical lot that experienced the problem. The soft tip joint was visually inspected and mechanically tested. The retain units met design specs for tip integrity and pull force.